Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The reported issue was confirmed to be linked to deformation on the x-stage cover for the gantry. The representative then removed the cover, manually adjusted the damage and replaced the x-stage cover onto the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system gantry was unable to complete homing motions. No additional information was provided. There was no patient present when this issue was identified.